Event description:
It was reported that a titanium trochanteric fixation nail system procedure was performed. The arming arm was not targeting the hole in the nail appropriately. The helical blade missed the hole and was damaged as well. The surgeon completed the surgery by taking off the aiming arm and ''free handing'' the insertion with a new helical blade. Approximately 5 additional minutes were added to surgery. No adverse effect to the patient was noted. Post-operatively, the consultant reassembled the device and found that it did not line up accurately, as had happened during the procedure. This is report 4 of 4 for complaint # (B)(4).

Manufacturer narrative:
(B)(4). During pre-repair assessment performed by a technician, no error was found. The complaint was deemed indeterminate. The device was manufactured by a third party. Additional release date: 06/29/2006. Placeholder.